Event description:
The pt (B)(6) received their scs system on (B)(6) 2008. It was reported that part of the lead was stuck in the ipg. The system was replaced on (B)(6) 2008. The explanted ipg was returned to ans for eval. No further info is available.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Ipg was returned with part of extension in header. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.